Event description:
An operator was cleaning a water spill behind a dimension exl with lm instrument when the instrument's back lower ventilation panel fell and bruised her arms. The operator went to the hospital's emergency room (ER) to have the bruises examined and evaluated and was released from the ER. There was no bleeding nor fractures. This report is being filed in an abundance of caution. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and have not been verified.

Manufacturer narrative:
A (B)(6) customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site and reseated and secured the instrument's back lower ventilation panel to the instrument. The cse checked that the panel was properly secured and verified that it would not fall off by adding weight and pulling on the panel. Siemens further investigated the incident. The panel was not properly secured to the instrument in a previous service visit, which contributed to the event. This is an isolated event. The instrument is performing according to specifications. No further evaluation of this device is required.